Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date

Event description:
It was reported that the warmer will not calibrate. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
For all enquires or follow up questions related to the record, do not use (B)(6) located in sections d3 and g2, please direct those to the following: (B)(6). D4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer, h6. Health impact and evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, cracked tank cover and corroded drain fitting. Outdated printed circuit board (pcb) and power switch. Per functional testing, the device was out of calibration and would not take adjustment confirming the complaint. The root cause was a faulty pcb. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.